Event description:
The pt was seen at the implant center for device evaluation in 2001. Testing conducted at the center demonstrated patient's system was no longer functioning. Device explantation has not taken place. The pt will be reimplanted with another clarion device.